Event description:
It was reported that a person using the ilet experienced persistent hyperglycemia with a highest sensor glucose of 400 mg/dl after the pump stopped delivering insulin overnight, the user ran out of insulin, disconnected for a supply change, and then experienced initial difficulty establishing flow after cartridge replacement; the pump was subsequently unlocked, tubing fill was performed, and flow with visible drops was confirmed, after which the user reconnected and was advised to allow time for correction. Symptoms included none reported for the hyperglycemic episode, and the user previously reported symptomatic hypoglycemia earlier in therapy that was treated with oral carbohydrate. Outcomes included self-management at home without emergency care or hospitalization, with subsequent glucose decline reported after reconnection and delivery. Investigation included troubleshooting and education over the phone, review of device behavior and user logs, confirmation of insulin depletion and reconnection steps, and verification of tubing fill and flow. Investigation of this case revealed insulin delivery interruption due to running out of insulin and pump stoppage, followed by user disconnection and initial post-change flow irregularity that resolved with repeated tubing fill; no device malfunction was confirmed. It was concluded, based on established findings for similar reports, that user-related factors including insulin depletion and therapy interruption were the most likely cause.